Event description:
It was reported that during an a-fib procedure, after gaining access to the left atrium via transseptal procedure, physician noticed that double shadows were appearing on fluoroscopy. Stat echo was ordered and cardiac surgery was called for consultation. Patient was transferred to the operating room after tamponade/effusion was confirmed. Pericardial synthesis was performed and fluid was removed from the pericardial sack. Patient has recovered. Patient prognosis was satisfactory.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. Bwi field service engineer contacted the customer to schedule evaluation of bwi system devices . Customer declined service, system is working and ready to be use. Bwi concomitant products: stockert 70 rf generator: us cat num: s7001, (B)(4). Coolflow irrigation pump: us cat num: cfp002, (B)(4). Carto xp system: us cat num: m470001, (B)(4). (B)(4).